Event description:
It was reported that the insulin gauge displayed a different amount than expected, with the current fill estimate showing 105 units instead of around 200 units. There was no adverse impact to the customer¿s blood glucose level. The caller was assisted by technical support in reloading the cartridge and was advised to monitor the situation and follow up if needed.